Manufacturer narrative:
The device was not returned for evaluation. Imagery was not provided for review. The commander delivery system is designed to be compatible with a standard 0.035 ich guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035 inch guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials refresher training. In addition, edwards physician training program includes case observation review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the reported event was unable to be confirmed. Investigation results suggests patient factors (constrained anatomy) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified.

Event description:
As reported by an edwards lifesciences affiliate, regarding an implant of a 26mm sapien 3 ultra vale in the aortic position. There was some difficulty passing the commander delivery system past a severe angle at the proximal neck of the pre-existing aaa. Eventually the valve was deployed. The valve was confirmed to be in good position without significant leak. However, a few minutes post deployment of the valve, the patient became hypotensive. An angiogram of the descending ao was performed, and a rupture was identified. Vascular surgery attempted to place an endovascular cuff however was unsuccessful. The patient expired.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified st j. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (severe angle at the proximal neck of the pre-existing aaa/anatomy) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.